Manufacturer narrative:
The device was returned to the service center for evaluation. Visual inspection was performed on the returned endoscope and found the bending section glue lifting. A cotton catch test was performed at the location the glue was lifting and remnants were noted. There were dents noted on the endoscope¿s plastic cover. The endoscope passed the electrical continuity test. The endoscope also passed the leak test. The endoscope was repaired and returned to the customer. The instruction manual states "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance."

Event description:
The service center was informed that during an on site in-service at the customer¿s site with an endoscopy support specialist (ess), the endoscope was sterilized without the cap in the oer-pro. The ess reported that pre-cleaning is being performed immediately after a procedure. The endoscope channel is being brushed with a single-use olympus brush model bw-412t. The endoscope is being leak tested prior to manual cleaning with an olympus clk4 leak tester. The endoscope is then reprocessed on the oer-pro automatic endoscope reprocessor. The minimum effective concentration is being checked every time they use the device. There have not been any issues noted with the aer. There is flushing of air into the channel of the endoscope after reprocessing with the oer-pro by using the air purge. The last time a reprocessing in-service was provided was a couple months ago and there has not been any change in the reprocessing personnel since then. All of the reprocessing personnel are trained on how to properly reprocess and endoscope. The scope is being stored in a hanging cabinet. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.